Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was intubated with a 7.0mm tube and the placement was confirmed in a proper position. However, when they began to bag the patient, there was a blockage that did not allow air to pass through. They tried another ambu bag and still could not push air so an airway exchange was done to establish the patient airway. The blockage was reported to be a kink of the tube in the center of where the cuff lies on the tube.